Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator's touchscreen and the device's display was replaced to address the issue. An incorrect date was entered for b.4 of 28-jun-2021. The correct date for b.4 is 08-jun-2021.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue.